Event description:
It was initially reported that an alarm was heard following a patient's hyperbaric therapy. The alarm was not confirmed via telemetry. The alarm occurred every 3 minutes for 10 to 15 minutes. It was further noted that the alarm had not been heard since. No alarm was recorded in the pump logs. The patient did not have a change in symptom control. It was indicated that the patient has had several hyperbaric treatments without issue. It was later reported that a pump failure occurred in regards to battery depletion. The patient experienced a loss of pain relief. Reported pump medication information was unclear, however "other" was specified (lioresal, compounded baclofen, and gabalon were not indicated). The patient was without injury. Additional information will be provided in a follow up report, as it becomes available.

Manufacturer narrative:
(B)(4).